Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon with the distal edge of the crimped stent moved distally out over the distal balloon cone. The crimped stent was damaged at the distal end with the crimped stent disturbed by the higher profile balloon cone. The proximal edge of the crimped stent is severely damaged with the stent struts lifted upwards from its profile. Based on the complaint report, the analysis and the type of damage evident; it may be possible that the damage occurred while experiencing excessive resistance during withdrawal attempts. The body of the tip component appears damaged. This type of damage is likely to have been caused while experiencing resistance during advancement. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon could not be inflated due to damage to the mid-shaft. Solidified fluid that resembles blood was evident inside of the balloon wall. Based on these observations it is likely that the damage occurred while inside the patient due to the presence of blood. A visual and tactile examination found severe damage to the mid-shaft with a mid-shaft break 33mm proximal from the port bond skive location and a mid-shaft kink 10mm proximal from the break location. The damage evident was likely caused by excessive tensile forces acting on the mid-shaft. As the stent was bunched excessively at the proximal end, thus lifting upwards from its profile; it is likely the delivery system experienced increased resistance during withdrawal attempts, thus leading to the damage observed. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-00673, 2134265-2015-00674. It was reported that during a percutaneous coronary intervention, a shaft break and stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified proximal left circumflex artery. Two unspecified guidewires were inserted into a guidezilla. One guidewire was advanced to the obtuse marginal branch and one was advanced to the circumflex. The physician inserted a nonbsc stent into the guidezilla, however there was difficulty in advancing the stent to the lesion. It was noted upon removal of the device that the guidezilla detached at approximately 25cm from the distal tip. An attempt to advance the promus premier 3.0mm x 28mm stent was made, using another guidezilla, however difficulty was noted, and therefore the device was removed and reinserted several times. When attempting to inflate the balloon of this device, physician found that the balloon did not expand at all. The physician applied the inflation pressure gradually, but the balloon still failed to inflate. It was noted upon removal of the device that the guidezilla detached at approximately 25cm from the distal tip and the promus premier shaft detached approximately 3cm from the distal end inside the body. The distal tip, of the promus premier device, was removed from the body with a snare. The removed stent was found to be lifted up. The procedure was completed with another of the same guidezilla and another promus premier 3.0mm x 28mm stent was deployed in the lesion. No patient complications were reported and the patient's status was good.

Event description:
Same case as: 2134265-2015-00673, 2134265-2015-00674. It was reported that during a percutaneous coronary intervention, a shaft break and stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified proximal left circumflex artery. Two unspecified guidewires were inserted into a guidezilla. One guidewire was advanced to the obtuse marginal branch and one was advanced to the circumflex. The physician inserted a non-bsc stent into the guidezilla, however there was difficulty in advancing the stent to the lesion. It was noted upon removal of the device that the guidezilla detached at approximately 25cm from the distal tip. An attempt to advance the promus premier 3.0mm x 28mm stent was made, using another guidezilla, however difficulty was noted, and therefore the device was removed and reinserted several times. When attempting to inflate the balloon of this device, physician found that the balloon did not expand at all. The physician applied the inflation pressure gradually, but the balloon still failed to inflate. It was noted upon removal of the device that the guidezilla detached at approximately 25cm from the distal tip and the promus premier shaft detached approximately 3cm from the distal end inside the body. The distal tip, of the promus premier device, was removed from the body with a snare. The removed stent was found to be lifted up. The procedure was completed with another of the same guidezilla and another promus premier 3.0mm x 28mm stent was deployed in the lesion. No patient complications were reported and the patient's status was good.